Event description:
Rptr complains of aches and pains, dry mouth, painful breasts, itching, swelling of ankles and feet, fatigue, hair loss, rashes, fibrosis, and high blood pressure. (Same rptr referred to in 1002203.)